Event description:
Doctor implanted lactosorb product when closing a patient's cranial on (B) (6) 2008. Infection was caused by (B) (6) and the patient was treated with an antibiotic on (B) (6) 2008. There was no improvement with him and the lactosorb was removed on (B) (6) 2008. He was still treated with antibiotic as of (B) (6) 2008.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.